Manufacturer narrative:
The customer reported that this device failed to discharge and the involved pt died. The date of the event is not yet known. A follow-up report will be submitted after philips obtains more info about this event.

Event description:
This customer reported that this device failed to discharge and the involved pt died. The date of the event is not yet known.